Event description:
It was reported that a patient, (B)(6), male, underwent an atrioventricular reentrant tachycardia (avrt)/(wpw) procedure with an ez steer navigational 4mm catheter and suffered pericardial effusion. The patient did require extended hospitalization. There was no medical intervention done. The patient was reported in stable condition and under observation. Additional information was received on the event. This event occurred during the transseptal phase, after a right atrial map was created for baseline testing and before biosense webster products were placed in left atrium. No ablation was delivered. The physician did not provide a causality opinion for the cause of this adverse event, but it was not due to a biosense webster product problem. Anticoagulant was given to the patient and the act was maintained at 239 seconds. We are taking a conservative approach and reporting this event because bwi products were used in mapping, therefore, we cannot exclude bwi products in causing this adverse event.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: c3 ez steer cs with auto ID (model#d-1263-06-s, lot#16101863m); carto 3 system (model#: m-4800-01, serial#(B)(4)); stockert 70 system (model#m-5463-01, serial#(B)(4)); stockert remote (model# unknown, serial#(B)(4)); soundstar catheter (model#m-5723-12, lot#g3017640). (B)(4).